Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed testing and requires maintenance. Multiple attempts were made to request information regarding the resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6). Reporting address city: (B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a device failure and requires maintenance equipment. Additional information has been requested. There was no reported patient involvement.